Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 3.3, lab: 2.4. Pt's therapeutic range: 2.0-3.0 inr, more specific range: 2.3-2.7 inr.

Manufacturer narrative:
Investigation pending.